Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v061227, implanted:(B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted:(B)(6) 2015, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6)2007, product type: programmer, patient. Product ID: 3888-56, lot# v061227, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, explanted:(B)(6) 2015, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted:(B)(6) 2015, product type: lead, product ID: 37752, serial# (B)(4), implanted:(B)(6) 2007, product type: recharger. Product ID: 3888-56, lot# v061227, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot# v061227, implanted: (B)(6) 2007, explanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported the patient received adequate relief after the device was initially implanted. However, the leads became dislodged two separate times. After the last dislodgement the patient did not receive adequate relief. This issue occurred once the leads were repositioned after dislodgement occurred. X-rays, impedance checks, and reprogramming were completed. Surgical revisions were also performed on unknown dates. The system was explanted per the patient¿s request since the device was not providing pain relief. The issue was not resolved at the time if the report. It was unknown why the leads dislodged.